Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated no further intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, noise resulting in oversensing was observed on the device. The device was reprogrammed and a device upgrade is anticipated to resolve the event. The patient was stable.